Manufacturer narrative:
(B)(4). It was reported that the procedure was a cesarean section performed about 2 months ago. The suture was used on the fascia. The patient was treated with antibiotics and the suture was removed. The surgeon opines that the suture material contributed to the patient¿s symptoms. (B)(4) treatment with medication, removal of suture.

Manufacturer narrative:
Retained samples of the same lot were evaluated. Visual and functional examinations were performed and samples met the specified quality requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. After one month following the procedure, the patient experienced infection, oozing and granulation at the wound side. Additional information was requested.